Event description:
Pt had right elbow surgery uneventfully but developed a post-operative liver inflammation. We are concerned that the post-op pump might possbily be a causitive factor. Pt also rec'd IV ancef 1 gm, propofol 760 mg, fentanyl 100 mcg, midazolam 2 mg. Upper extremity block with 22.5 cc 0.5% bupivicaine and 22.5 cc 1.5% mepivicaine. Prescription for vicodin for post-op pain given.